Manufacturer narrative:
The customer reported that the unit was in use, but no patient harm was noted. The field service engineer replaced the front bezel to address the reported problem. Ventilation test successfully completed. The device is fully operational. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer reported that the nav-ring button is not working. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the front bezel to address the reported problem. Ventilation test successfully completed. The device is fully operational.